Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and hard disk which resolved the issue. The device was returned to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon some functional test, fse found that the touch screen monitor not connecting to host pc. Fse replaced the host pc and installed new license. After the replacement of the host pc, the system returned to use in good working order. The defective part was returned for analysis, and no failures observed. The codes were updated based on the investigation outcome.